Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m had underfill or low draw of a tube with blood. This event occurred 300 times. The following information was provided by the initial reporter: "customer experienced underfill of recommended blood volume in tube. The customer claims this is very common for citrate tubes. The customer uses eclipse signal pah and push-button pah and ultra touch push button devices. The customer states the "blood volume almost reach up to fill indicator (line)."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-15. H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m had underfill or low draw of a tube with blood. This event occurred 300 times. The following information was provided by the initial reporter: "customer experienced underfill of recommended blood volume in tube. The customer claims this is very common for citrate tubes. The customer uses eclipse signal pah and push-button pah and ultra touch push button devices. The customer states the "blood volume almost reach up to fill indicator (line)."